Manufacturer narrative:
A lead revision procedure is scheduled to reposition this lead. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient was experiencing stimulation due to dislodgement of this left ventricular lead.